Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing was observed. Also noted was auto mode switch episodes due to far r-wave oversensing. Programming changes were made.